Event description:
It was reported that during a medical consultation, the pulse generator exhibited premature battery depletion. The patient is dependent. No patient symptoms were reported; the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).